Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as fold flaw opening. Complication related to procedure/surgery: unable to observe, since it is not related to the device. Additional observations: observed, stress marks on the device. No further actions are required, as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a. (Rupture was found, during explant surgery).

Event description:
Healthcare professional reported, left side device rupture. Discovered, during explant surgery. MRI showed "degenerative changes". The device has been explanted and replaced with another manufacturer's device.